Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp for the reported "system overtemp alarm", the iabp was shutting down while attempting to autofill and the compressor fan was not running. To fix the issue the fse replaced the power management board and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) medical center.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a system over temp and fan failure detected. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.